Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a distal tibial fracture reduction on (B)(6) 2018, a cortex screw broke upon introducing the screw into a diagonal force to generate screw axis. Surgical outcome and patient status is unknown. This report is for a 3.5mm cortex screw/low profile head self-tapping/star drive/24mm. This is report 1 of 1 for (B)(4).